Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. After the catheter was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath - small , the hemostatic valve was leaking. The catheter was re-positioned, but the issue remained. The sheath was replaced, and the issue was resolved. Procedure continued without further issues. No patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this event was assessed as a MDR reportable hemostatic valve separation issue.